Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out of range right ventricular (rv) pacing impedance of greater than 2000 ohms. It was noted there were multiple occasions over the last few months where the rv impedance was greater than 2000 ohms. There was no noise on the electrograms (egms). Technical services discussed troubleshooting and programming options. The root cause for the clinical observation was not determined. Additional information was received that the electrophysiologist doctor was notified. The device was previously reprogrammed because the patient was zero percent paced. There is no immediate follow-up scheduled. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Additional information was received that a lead safety switch (lss) was declared for a high out of range right atrial (ra) lead impedance of greater than 2000 ohms. No further information was provided. No adverse patient effects were reported.

Event description:
Additional information was received that, several months ago, a lead safety switch (lss) was declared for a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. Following the lss, when the device was programmed to unipolar, the impedance decreased to around 300 ohms consistently. There were also events with noise noted in the logbook following the lss. The patient was brought into the clinic a few weeks ago, and the pacemaker was programmed back to bipolar pacing and sensing. Shortly following the reprogramming, the device declared another lss for a high out of range pacing impedance of greater than 3000 ohms. Thresholds were stable. No noise was recreated when the patient was seen in the clinic. It was confirmed minute ventilation was programmed off. Technical services discussed the possible cause for the clinical observations. It was noted the patient does not really use the device, so the decision was made to program the device to pace/sense in both chambers at a lower rate limit of 30 paces/minute, and the patient will continue to be monitored. No adverse patient effects were reported.